Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the prime meter was giving high readings. Customer stated the prime meter made her sick. She bought the meter on (B)(6) 2015, and started using it to test first thing in the morning. She was receiving readings of 142,145,146 and so she believed she was fine. She started getting shaky, hot and sick to her stomach, which are indicators that her sugar is too low. She thought she might be getting the flu so she went to immediate care and they told her she was fine. They checked for flu symptoms and found nothing. They did not do a blood sugar test and there was no treatment. After about 2½ days she pulled out her old meter, a true track, and did a test with that meter. The meter read her sugar level in the 80's and anything below 95 makes her sick. She self-treated with soda and food to raise her sugar. She has been fine ever since so she feels the prime meter was reading too high when she was actually lower than 95. Controls not used. Requesting refund.